Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, replaced the ups, replaced the generator interface board, and flashed and reset the memory. The system operates as intended.